Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the soft cannula deployed. Evidence of blood was observed on the adhesive pad, soft cannula, and formed needle. The investigation found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Corrosion was observed on the needle mechanism assembly, the underside of the top housing, and on the bottom battery. Inspection of the fluid path found a tear on the internal portion of the soft cannula, which resulted in the corrosion observed inside the device.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The patient reported their was pods cannula upon removal. As treatment the patient removed the pod.